Event description:
Patient presented with back pain. Surgeon took x-rays and found that she had broken rods bilaterally an illiac screw broken just below the head of the screw on the right side and the transconnector was also broken. The surgeon told me that her hardware was not broken because of any trauma, she simple didn't fuse so he replaced all the patient's hardware from t1-illium. Note: it was originally reported that one screw had broken just below the head of the screw on the right sidea as noted above. However, examination by of the returned devices found a second screw, 1799-12-880, lot amjc5c, was also broken. This mfg medwatch report is being filed for the second illiac screw that was found to be broken. See mfg medwatch report numbers 1526439-2013-16672, 16673, 16674, 16675 for the other devices involved in this event.

Manufacturer narrative:
A visual inspection noted that fracture occurred approximately halfway down the length of the screw shank. The second half of the screw was not provided for further analysis. No definitive conclusions can be made. However, the scanning electron microscopy analysis suggests that the fracture characteristics of the damaged sample most likely occurred due to fatigue. Furthermore, it was reported by surgeon that the hardware did not fracture due to any trauma. The patient did not fuse properly causing hardware to fail. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.